Manufacturer narrative:
The actual device involved in the event was evaluated. During visual exam a small hairline fracture was noted on the housing of the filter. The device was pressurized and a small leak was found. Unused devices from the same lot were evaluated and no cracks or leaks were found. This complaint was confirmed. It appears as though the filter experienced an impact that caused the crack. The MFR of the filter was notified of the event and the sample will be sent to the MFR for investigation. There have been no other complaints reported for leaks at the filter. This is considered an isolated event.

Event description:
Set leaked during infusion when attached drug bag was squeezed. The leak was 2 small drops from the filter every few minutes. No injury was reported as a result of this event.